Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while loading the cartridge with insulin. Customer changed out the syringe needle to resolve the issue. Customer's blood glucose was within range (value not provided).